Manufacturer narrative:
Investigation summary: DHR review could not be performed due to unknown batch #. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked passed the black stopper on a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. Three syringes have been reported with this issue. No injury or medical intervention.